Manufacturer narrative:
Literature ref: doi: 10.1002/ccd.30622. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a literature article title 'impact of calcification on clinical outcomes after drug-coated balloon angioplasty for superficial femoral artery disease: assessment using the peripheral artery calcification scoring system. The study analyzed 733 limbs with intermittent claudication of 626 patients, who underwent dcb angioplasty for de novo femoropopliteal lesions between january 2017 and february 2021 at seven cardiovascular centers in japan. The patients were categorized using the pacss classification (grades 0¿4: no visible calcification of the target lesion, unilateral wall calcification <(><<)> 5 cm, unilateral ca lcification = 5 cm, bilateral wall calcification <(><<)> 5 cm, and bilateral calcification = 5 cm, respectively). The main outcome was primary patency at 1 year. The crossover or ipsilateral approach was selected. A 4.5 to 7-fr sheath was inserted into the common femoral artery, using 0.014-, 0.018-, or 0.035-inch guidewires. After the conventional balloon angioplasty, dcbs (non-medtronic or in. Pact admiral; medtronic vascular), were used when the blood vessel was sufficiently expanded without major vessel dissection. The size of dcb was selected according to the vessel diameter and was used to fully cover the lesion. The choice of dcbs was based on the operator's decision. During a median follow-up period of 12.3 months restenosis was detected in 138 lesions. The 1-year primary patency rate was 88.2%, 89.3% , 79.1%, 96.5% and 82.6% in cases with pacss grade 0, 1, 2, 3, and 4 respectively. The 1-year freedom from tlr rate was 92.5%, 98% , 90%, 100% and 91% in cases with pacss grade 0, 1, 2, 3, and 4 respectively.